Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: at the 1st firing, the cartridge was not released from the device and the clip was not removed from the vessel tissue. Therefore, the surgeon forcibly removed the clip. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.